Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed incoming functional testing. The cause for the failure was isolated to a kinked pulse wire in the distribution node, resulting in an intermittent open connection. The root cause for the kinked pulse wire could not be positively identified. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functionality testing. The last patient to use this electrode belt did not report any deficiencies.